Event description:
Boston scientific received information that during a device check following an open heart surgery procedure, this right atrial (ra) lead showed no sensing. Noted changes in impedance measurements and unable to confirm capture at max outputs. Suspected atrial lead dislodgement possibly related to the recent open heart procedure may have moved the lead as this is near the time of impedance changes. There were no adverse patient effects reported. Cardiologist referred patient to ep group for follow up. At this time the lead remains implanted. The type of intervention performed, if any, is unknown.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirm red a regular device manufacturing.